Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent the primary procedure in the lumbar spine treating tuberculous spondylitis. On (B)(6) 2020 it was reported that this was a pps (percutaneous pedicle screw fixation) revision procedure at l1-sai replacing broken-off rods and extending rod range. During the revision an implanted screw at s1 right was replaced. It was difficult to reconnect the rods so the new screw was going to be removed with a driver shaft. The driver shaft¿s tip broke off due to the patient¿s robust bone quality. The fragment stuck in the screw so the rod was cut in three (3)cm long pieces. The three (3)cm piece with the screw was attempted to be removed when the screw moved and the fragment was removed. Another driver shaft was used to remove the three (3)cm piece and the screw, but the tip of the driver shaft broke off too. The fragment was removed and the screw remained in the patient¿s body. The rod was replaced and imaging found some foreign objects (possibly fragments) at s1 left (close to the pedicle). Two pieces were removed, but the postoperative x-ray showed one more fragment in the patient¿s body. The fragment was left in the patient. The procedure was delayed for 90 minutes. Concomitant device reported: mis single inner setscw (part# 186715000, lot# 275794, quantity 1). This report is for one (1) viper 2 system driver, cannulated t20. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number ag2098251 was released in a single batch. Batch1: released on august 26, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 t20 hexlobe driver shaf was received showing a twisted tip and some threaded portion of tip was broken off. The broken piece was also received. The complaint condition is confirmed. Normal wears were observed on the device which is consistent with the field usage. No other issues were identified with the returned components of the device. Dimensional inspection: the following drawing was reviewed: viper2 t20 hexlobe driver. Feature: tip diameter. Measured dimension: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Viper2 t20 hexlobe driver. No design discrepancies were identified during the document review. Investigation conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue. It is likely due to the excessive force applied during removal or patient¿s robust bone quality. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.